Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leakage from inside a homechoice claria device while in use with a homechoice cassette. This was further described as ¿water was coming at the rubber at the bottom of the machine¿. This occurred during an unknown process step automated peritoneal dialysis. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.